Event description:
A malfunction was reported by the customer, with a malfunction code displayed as malf 0 and a specific fault ID provided. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a resolution to the issue.